Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Spider fx device was used during a cardiac catheterization procedure. The spider fx was advanced into graph to catch a clot from advancing into the native artery. When advancing the wire through a stent, the tip of the wire became entangled behind the stent struts, the physician attempted to remove the device but in doing so broke the wire. The device was then removed from the patient and deployed another stent to entrap the fractured wire to prevent further problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.